Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 40 mg/dl on the adc device compared to a healthcare professional (hcp) meter result of 500 mg/dl. It is unknown whether the customer noted a trend arrow on the device. When the comparison readings were plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer felt unwell, experienced dizziness, and was confined to bed. The customer was able to self-treat by consuming sugar. The customer then contacted emergency medical services (ems), and upon arrival, ems administered insulin for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.